Event description:
It was reported that pump declared alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller in loading a new cartridge using the proper technique, and the caller was able to successfully resume insulin therapy.